Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to cannula got lifted. They were injecting the insulin, but nothing happened. Therefore, the patient used the cane and was not able to walk straight, fell down and hit. They tried to treat it with bolus via the pump, but on (B)(6) 2022 (not certain on date), the patient went to the to the emergency room due to high blood glucose level. His highest blood glucose level was 1000 mg/dl and he had high ketone levels which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for 3 days. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital. No further information available.